Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the patient underwent direct stenting of the mid rca with a xience v stent. It was noted that the patient experienced a dissection in the proximal end of the rca, post stenting. A second xience v stent was implanted across the dissection as treatment. The procedure was uneventful. There is not additional information available.

Manufacturer narrative:
Dissection, as listed in the xience v IFU and risk assessment matrix, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). In this case, there was not report of any product malfunction at the time of the stent implantation.